Event description:
It was reported that tip detachment occurred. A 135cm 10 renegade hi-flo fathom system during transcatheter hepatic artery embolization was selected for use. A 135 cm 10 renegade hi-flo fathom system microcatheter was selected for a transcatheter hepatic artery embolization procedure. After the microcatheter was aseptically unpacked and flushed with saline, resistance was encountered when advancing the guidewire through the microcatheter. Upon withdrawal and inspection, the distal tip was found to have detached, rendering the device unusable. The microcatheter was immediately replaced with another of the same model, and the procedure was completed successfully. No patient complications were associated with this event. The patient was stable post procedure

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.